Event description:
Customer reported that she was sending back the transmitter. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to a damaged cow catcher and damage to all contact pins. The functional tests could not be performed due to the charge anomaly.